Event description:
The detached side rail was identified by the arjo technician during the inspection of the citadel plus bed frame that returned to arjo after the expiration of the rental period. No patient was involved at that time. No injury was claimed.

Manufacturer narrative:
The detached side rail was identified by the arjo technician during the inspection of the citadel plus bed frame that returned to arjo after the expiration of the rental period. No patient was involved at that time. No injury was claimed. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged (broken off). The circumstances in which this issue occurred are unknown. The instruction for use for citadel plus bed frame (document number: (B)(4)) includes preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. There is also included warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was broke off. No patient was involved when the malfunction was detected. The complaint was assessed as reportable due to the side rail panel detachment. No injury was claimed.